Event description:
It was reported there was a problem with the patient programmer (pp). It was reported the patient had tried to connect with her pp today for the first time, and saw a "depleted battery" icon. The patient was asked if they had tried replacing the triple a batteries in the pp. Patient had not been told to do that and was going to go buy some. It was noted the patient had an appointment with their hcp on (B)(6) 2014, and was told to bring her recharger equipment. Additional information received reported the patient was not able to adjust stimulation. It was reported stimulation stopped overnight last night when the patient was in bed. It was reported the patient was in a lot of pain and this morning and tried to "give herself a boost" and first saw the battery on the pp screen. It was recommended to charge the implantable neurostimulator (ins). It was reported no one had shown the patient how to recharge. It was reported the patient was not trained adequately on using device. It was reported the patient was just given a box and told not to open it until appointment on friday and she was not given an instruction on how to recharge. It was noted when placing the antenna over the ins, she kept putting her fingernail in scar/incision. Additional information received reported the patient was in a lot of pain today, and tried to increase her stimulator but, the charge was low on the ins. It was noted the patient did not have the recharger (insr) with her. Additional information received reported the patient had an open wound since surgery and their hcp has done nothing to mitigate it. It was noted the patient had placed some sterile material that she placed between the insr and the skin per instruction. It was noted the patient was able to charge normally with 6-8 coupling boxes. It was noted the patient was in pain. Additional information received reported the patient described a normal recharging screen,but stated she had no coupling boxes shaded in. It was stated the battery was blinking on the recharger screen, and it was blinking half full. It was reported the patient was turning the antenna dial, but it was "not helping". It was stated, the patient had the implant about a week ago ((B)(6) 2014). It was stated the patient had called in the other day because her "stimulator inside of her was completely dead and couldn't get nothing". It was noted, when the patient went to the hospital for implant, the hospital/doctor forgot her prescription, "doctor didn¿t sign the prescription", they just gave her a box with the insr on it and told the patient to take it with her to her appointment on thursday. It was noted patient called tuesday because she "couldn¿t get nothing out of it". The patient was walked through recharging and "got some feeling back", and got all the bars and everything during the call. It was reported the patient had not had prob lems since the call tuesday since the call. It was noted the patient met with hcp yesterday during the appointment and the hcp stated to patient not to bother him, unless she had problems with her back. A coupling problem was reported. Additional information received reported a week after initial implant the patient ins went dead. It was noted the patient met with the manufacturer representative to have them show her how to charge. It was noted the rep did programming to provide pain relief to the patients feet. It was reported the patient felt a "shock" in her feet and the rep "took care of it". It was unknown the timeline when the patient lost relief in her feet, other than it was recent. It was noted the patient was in group a at 7.20, and increased to 7.30 per instruction. It was noted after a while the patient reported she felt a little better in her feet. It was noted the patient had "vibration" for her back and legs as well. It was noted the patient had trouble getting per prescription after surgery because their hcp didn¿t sign the prescription, and she had "blood in her shirt and sweat pants".

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient had a coupling problem. It was noted the patient had difficulty recharging since implant. It was reported the manufacturer representative was able to get eight coupling bars during recharge, so the recharger was working. It was noted the manufacturer representative showed the patient how to charge correctly. It was reported the patient had to be shown how to recharge a couple of times.

Event description:
Additional information received reported that when the patient had been having trouble charging, she had been sent 2 spacers that didn't help, but the issue resolved when the manufacturer's representative suggested she stop using the recharger belt. It was stated that the patient had really high settings and that the reason her device had been going dead before was because the patient had the settings "on the highest number she could get."